Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, however device failed to vibrate during self test due to corroded vibrator motor. Hardware low level failures error confirmed in pump history due to broken trace at pin keypad assembly. Device received with corroded battery tube. Device received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating when the alert occurs. The customer¿s blood glucose level was unknown. The insulin pump did not vibrate during self-test. The insulin pump will be returned for analysis.